Event description:
It was reported that during surgery, while removing the guide rod, the ball part on the guide rod stuck at the distal end of the nail after inserting the nail. So, the guide rod couldn't be removed. Then, the inserted nail and the stuck guide rod were removed together from bone. It was tried to separate the rod and nail outside body, but it did not succeed. Finally, using back-up guide rod and smaller size nail (24cm), the procedure was completed. 40 minutes delay. No remain inside body.

Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The device is heavily damaged and stuck inside the nail. It could not be removed for further evaluation. The device was manufactured in 2018. The clinical medical investigation concluded that, without the requested clinical information, a thorough medical investigation cannot be rendered. Per communications, the reported surgical delay in the procedure did not result in any patient harm to the patient, no objects where retained in the patient, and the procedure completed using backup devices. Since no future harm is anticipated to this patient no further clinical/medical investigation is warranted at this time. Should any additional medical information be provided, this complaint will be re-assessed. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. Some potential probable causes for this event could include a sizing or procedural error. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.